Event description:
Boston scientific received information that patient with this left ventricular (lv) lead implanted experienced muscle stimulation from lv pacing. The field representative believed that stimulation was due to positional stimulation. Subsequently, the field representative tried all pacing vectors at various amplitude and pulse widths. After numerous testing combinations, the field representative and the physician opted to program output at 1.5 voltage (v) at 1.5 milliseconds (ms). Furthermore, the physician believed that the lead had moved but still had capture. There was no x-ray nor fluoroscopy done to confirm lead dislodgement. The patient will be re-evaluated if muscle stimulation continues. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.